Manufacturer narrative:
Additional information section d9: device available for evaluation: yes. Date returned to manufacturer: june 2, 2023. Section h3: device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Product evaluation was performed under magnification. The complaint lens was received cut into multiple pieces and one piece was missing. Additionally a haptic was detached. The lens was cleaned and no further issues were identified. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following intraocular lens (iol) implantation the patient had low distance visual acuity post-operative of 0.6, and pre-operative distance visual acuity was 0.7. The patient had a post-operative refraction result of sph-0.50 cyl -0.75 which was more myopic than the plano target. Patient also had increased astigmatism of 0.50. The patient was temporarily impaired. The iol was explanted. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Section a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.